Manufacturer narrative:
The software team investigated the software. This is for inaccuracy issue. They reviewed the case. As per the case comments, after the hardware and software check-up, no inaccuracies were found. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. This is for an exam loading issue. They reviewed the case. As per the case comments, the images were not as per the navigation imaging protocol. Thickness and spacing were higher than 4. Hence, suspecting an exam issue might have resulted in the reported behavior but the information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used pre-operatively to a cranial resection. Patient. It was reported that the navigation did not load the contrast sections in the procedure. When registering the navigation also gave a deviation/inaccuracy in the verification of the pathological process. Imaging and navigation were aborted. There was a delay of less than one hour and no impact to the patient. Troubleshooting found that after checking the hardware and software, no inaccuracies were found. The magnetic resonance imaging (MRI) image that was used was not compliant to the medtronic imaging protocol. The thickness and spacing was higher than four. Thickness was 4 and spacing was 4.8.

Manufacturer narrative:
The system was serviced in the field and passed all tests. The system was functioning as intended with no failures. (B)(4). Other relevant device(s) are: product ID: 9733763, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.